Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed clutch/plunger lever intermittently. No patient involvement reported.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed and the malfunction will not likely to cause or contribute to death or serious injury and no patient death, serious injury, and there is no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0184728 is no longer considered reportable, please disregard any reports associated with it.